Manufacturer narrative:
Manufacture site and manufacture date cannot be determined without a lot number. Cannot be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records cannot be reviewed without a lot number.

Event description:
Pt advised she underwent an anterior cervical fusion at c4-c7. X-ray taken post operative shows the plate intact. X-ray taken about 2 years later shows the plate broken in two. Pt indicated she was experienced no car accidents, falls, or trauma to her neck. Pt did not indicate whether the palte had been removed.